Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called needing assistance with programming her blood glucose reminder. Customer's blood glucose was 499 mg/dl. Customer treated with two manual injections. She stated that she recently had the device replaced and is just now getting back to using it. She stated that whenever she goes low, she suspends the device and then her blood glucose goes high. It takes some time for her blood glucose to lower. Nothing further reported.